Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections a; b3; b5; d4; d6; h4, and to provide the completed investigation results. A4: patient weight- approximately 80kg. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 30jul2019. The type of procedure was being performed was a coronariography and angiography. A 6fr procedure sheath was used. A pre-deployment angiogram was not performed. It was not possible to remove the device obturator. Hemostasis was achieved by the strings of the device being cut with a scissor.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after positioning the angio-seal anchor at the time of the deployment, the device was blocked. Therefore, when removing the device, it dragged the pod along with it. The doctor had to be assisted by a colleague, to cut sheath and finish the procedure. The patient was reported to be in good condition.